Manufacturer narrative:
.

Event description:
It was reported that during routine follow-up, the patient reported experiencing general fatigue. Upon interrogation, several instances of noise were observed on the right ventricular lead. All other electrical values were normal. The patient would be monitored. No additional information was reported.